Manufacturer narrative:
The complainant was unable to provide the device model, catalog number or lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4) clip difficult to release from catheter. According to the complainant, the suspect device has been disposed and is not available for return. Based on the available information, the reported failure (difficult to release from the catheter) could not be confirmed and the root cause of the reported issue could not be determined.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution clip device was used for hemostasis during a procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the clip was deployed onto the bleed site; however, it did not release from the catheter and ¿misfired.¿ the clip was removed from within the patient and the procedure was completed with another resolution clip device. While cleaning the scope the following day, it was reported that the resolution clip was found within the working channel of the scope. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as fine.